Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was impacted. The past bg levels could not be recalled and the customer's bg with the most recent occlusion was 203 mg/dl. A correction bolus was delivered to address the bg level. A cause for the past occlusions could not be determined. After the most recent occlusions, the customer reported that the occlusion appeared to be within 2 cartridges. The customer loaded a new cartridge and resumed insulin delivery.